Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act and esc buttons on the insulin pump were not responding. The customer changed the battery and received a battery out limit alarm. The customer stated he walked into the pool with the insulin pump. Blood glucose value was 146 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected battery out limit alarms were noted. The pump passed the displacement and off no power alarm tests. The operating currents were within specification. All buttons functioned properly. No damage was noted on the keypad traces, and the connector on the lcd board was not unlocked during visual inspection. Moisture damage was noted on all electronic and motor assemblies. The pump also had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.